Event description:
Reporter indicated that during an end of service generator replacement, high lead impedance was observed indicating a potential lead malfunction. The reporter said taht after connecting the new generator, a lead test was performed which resulted in the high impedance. It was reported that the patient's efficacy began to decline approximately 3 months prior to the surgery. The generator and lead were replaced. Further follow-up revealed that a lead break was observed during the surgery. The patient's care taker reported that a few days prior to the patient's increase in seizures. The patient reported pain in the neck.